Manufacturer narrative:
This report is for unknown quantity of unknown titanium elastic nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown titanium elastic nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: kiran, m. Et. Al (2018) intramedullary devices in the management of judet iii and IV paediatric radial neck fractures. Chinese journal of traumatology volume 21, pages 34-37., united kingdom. This prospective study reports the functional and radiological outcome of displaced radial neck fractures treated with different intramedullary devices, elucidates pitfalls with the techniques used and suggests a pathway to achieve the best possible outcome. Between 2008 and 2015, 30 patients (19 male and 11 female with mean age of 8.96 years) with isolated judet iii and IV fractures were implanted with an unknown synthes titanium elastic nail system (tens). Follow-ups were done four weeks, six weeks, three months and six months postoperatively. Removal of the intramedullary device was performed after six months. Complications were reported as follows: five patients had radial epiphyseal sclerosis. Two patients had poor outcome according to the metaizeau functional scoring system. Six patients had radiocapitellar joint penetration after 4.87 weeks. Six patients had redisplacement fracture. Of the two cases with formal open reduction, heterotopic ossification was seen in one case, resulting in loss of the range of movement more than 40. The other case had stiffness and pain at the extremes of movement. This report is for an unknown synthes titanium elastic nail system (tens) this is report 1 of 1 for pc-(B)(4). A copy of the literature article is being submitted with this medwatch.